Event description:
A report was received that the patient had a non-device/procedure related yeast infection around her ipg site a couple of weeks after the implant. The patient was given an antibiotics and is now doing fine.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a non-device/procedure related yeast infection around her ipg site a couple of weeks after the implant. The patient was given an antibiotics and is now doing fine.

Manufacturer narrative:
Sometime prior to being implanted. Additional information was received that the patient had the yeast infection prior to being implanted.